Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch verioiq meter was not turning on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged meter issue occurred on (B)(6) 2014 at an unspecified time. The patient detailed that she manages her diabetes with metformin and glimepiride pills and reported that she continued to take both pills, altering the dose depending on her feelings or food intake, after the meter issue occurred, from (B)(6) 2014 until she contacted lfs. The patient claimed that she developed symptoms of feeling ¿weak¿ and ¿nervous¿ three days after the meter issue occurred, however denied receiving any medical treatment. During troubleshooting, the cca noted that the meter would still not turn on after performing a rapid charge. It was not the first time that the meter was being used and there was no apparent misuse of the meter. The issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication the product issue caused and/or contributed to an adverse event. The patient did not develop signs or symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.